Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise which lead to inappropriate mode switches. All other electrical measurements were normal. During a device change out procedure, the physician noted insulation abrasion on the lead. The lead was capped and replaced on (B)(6) 2015. The patient was stable after the procedure and would continue to be monitored.